Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6), male pt, the device powered on without display. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.